Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads-MRI. Upn m365sc2408560. Model sc-2408-56. Serial-lot (B)(6) . Batch (B)(6) .

Event description:
It was reported that the patient was not receiving any pain relief from the spinal cord stimulation (scs) system. The patient underwent an explant of the entire scs system. Additional information was received that the explant procedure did not take place. The surgery was cancelled as the patients preoperative tests showed a drop in platelets (due to aortic dissection treatment). The patients ipg and leads remain implanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event. Product family scs-linear leads-MRI. Upn m365sc2408560. Model sc-2408-56. (B)(6).

Event description:
It was reported that the patient was not receiving any pain relief from the spinal cord stimulation (scs) system. The patient underwent an explant of the entire scs system.